Event description:
Customer indicated that while performing validation testing using the pooled cell screens, known antibody positive samples were reported out as negative. The antibodies included anti-m, anti-d, anti-e and an anti-k.

Manufacturer narrative:
Reactivity of the m, d, e, and k antigens was confirmed on retention capture-r ready-screen (crrs) pooled, lots n176 and n177. Pool_cell testing was performed with customer's returned samples using retention crrs (pooled), lots n176 and n177, on an in-house galileo. One sample exhibited equivocal reactivity with crrs (pooled), lot n176, and 1+ reactivity with crrs (pooled), lot n177. All other samples were nonreactive in all testing. Hemagglutination tube testing was performed with customer's samples using retention panoscreen I, ii, and iii, lot 40995. Testing was performed at all temperatures; immuadd, lot 7c5511-1, was used as potentiator. Two samples were nonreactive in all testing. The other samples demonstrated variable positive reactivity. The event appears to be related to the nature of the samples.